Event description:
It was reported that outside of surgery the unit needed a repair. There was no patient involvement. During product evaluation it was found that the motor speeds were out of specification on low end. Due diligence is complete.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was found to have rpms out of specification, the control bar was loose, parts were damaged and worn. The neckpiece, ball bearing, vespel sleeve bearings, semi-circle shaft bearings, external retaining ring, gear ring, planet gears, internal retaining ring, spring seal, nut bearing lock, swivel, motor, motor sleeve, lever, and ball plunger were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.